Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing difficulty in vacuum during a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. No additional, related information was obtained from the customer. The company representative cleaned the illuminator module, performed preventative maintenance. The system was tested and found to meet product specifications. The system was manufactured on august 26, 2011. Based on qa assessment, the product met specifications at the time of release. Without any additional, related information provided, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).